Manufacturer narrative:
It was reported that during a surgery there was a communications failure. Event summary, device history record review and complaint history review did not identify contributing factors. It was confirmed that a communication failure occurred in guidance due to a known design defect. The fse hypothesis - event caused by an overforce applied to the robot arm - was unconfirmed.

Event description:
It was reported that during a surgery there was a communications failure resulting in the device needing to shut down. Upon investigation, the surgeon outlined that he felt he had inadvertently put pressure on the arm immediately prior to the event. The issue was resolved by restarting the system. The event caused a 10 minute delay to the surgery.